Manufacturer narrative:
This patient presented to the cardiac catherization unit and 3-vessel disease was found. Pre-procedure medications included long acting nitrates, aspirin, calcium antagonists, clopidogrel, lipid lowering agent and statins. Percutaneous coronary interventions (pci) was performed on a lesion in the distal right coronary artery with a 3.0x13mm cypher stent at 12 atmospheres (atm). Pci was performed next on a lesion in the posterior descending artery (pda) with a 3.0x33mm cypher stent at unknown inflation pressure. Pci was performed next on a lesion in the mid left anterior descending artery (lad) with a 3.5x23mm cypher stent at 14 atm. Finally, pci was performed on a lesion in the apical lad with a 3.0x18mm cypher stent a 16 atm. 34 months later, the patient experienced angina pectoris. Two months later, a coronary angiography was performed. The results showed 55% restenosis in the distal right coronary artery, 10% restenosis in the posterior descending, and 0% restenosis in the mid left anterior descending artery. Revascularization was not planned, but a thalliumscan was scheduled. This product is not distributed in the united states, but is similar to the us distributed cypher sirolimus drug-eluting stent.

Event description:
Restenosis was found in one of four stents this patient received.